Event description:
The customer reported a malfunction on the pump, specifically a malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction code recurred. As a corrective measure, technical support arranged for a replacement pump with updated software to be sent to the customer. The customer was instructed on how to return the malfunctioning pump and was advised on programming and connecting the replacement pump. The customer acknowledged all instructions and opted to use multiple daily injections as a backup therapy.